Event description:
The plastic surgeon removed a retained segment of a small-caliber drain that was located on the anterior chest wall and removed in its entirety. A postoperative image revealed no evidence of retained drain after it was removed.